Event description:
It was reported by the rep the device was used during an unk procedure. It was reported the tx60b was fired across the bowel. Stapler did not fire correctly; staple line was incomplete with many misfired staples. Bowel contents spilled into the pt's abdominal cavity. More info will follow.